Manufacturer narrative:
Correct information has been provided with this report.

Manufacturer narrative:
Findings: the insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the upper lip of her reservoir was broken and she had a crack on the top left corner as well. Customer's blood glucose value was 14mmol/l. Insulin pump will be returned for analysis.